Event description:
Customer was hosp with high blood glucose levels. The customer stated that he received multiple a-33 alarms while priming prior to hosp. Troubleshooting was not performed due to the alarms.